Event description:
This is report 6 of 6 for the same event. It was reported from (B)(6) that during the second insertion for distal transverse locking procedure with expert tibial nail (etn), it was observed that the battery handpiece device ceased movement. According to the report, the first insertion was successful. The battery handpiece device was in use with two power module devices, an adaptor device and two lids for the battery handpiece device. As a result, there was a 20 minute delay in the surgical procedure. It was not reported if there was a spare device available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. (B)(4). Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as jul 24, 2012. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all testing without failure. Therefore, the reported condition was not duplicated and confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacturing location was unknown. The serial number was unknown. Therefore, device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.